Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of difficulty obtaining an ECG signal was inconclusive because the potentially implicated leads assembly could not be evaluated, nor could the interaction between the disposable components and the capital equipment be assessed. The product returned for evaluation was one 3cg tls stylet. The leads assembly was not returned for evaluation. The stylet exhibited multiple bends along its length. Microscopic inspection of the sample was unremarkable. The stylet was assembled using a non-complainant leads assembly and sherlock sensor top plate. Inspection of the resultant assembly using a digital multi tester did not reveal any discontinuities. The measured resistance between the distal end of the stylet and the top plate was steady around 14 ohms. No functional deficiencies were discovered during inspection of the returned sample; however, all of the potentially implicated components could not be evaluated. Consequently, this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the powerpicc was connected to the y-sensor of the sherlock 3cg and the ECG signal detected by the endovascular electrode was displayed, but no candy pop was displayed. Another device was used to complete the procedure. There was no reported patient injury. 10/27/2023: it was found during an investigation the stylet exhibited multiple bends along its length